Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, it was noticed that the patient¿s clothing near the catheter connector was wet during infusion. Therefore, when the catheter was flushed, leakage was confirmed from the connection part between the catheter and the catheter connector. There was no reported patient injury.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, it was noticed that the patient¿s clothing near the catheter connector was wet during infusion. Therefore, when the catheter was flushed, leakage was confirmed from the connection part between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr groshong nxt clearvue catheter with a 6 ml syringe was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed with a 12 ml syringe of water and a leak was found emanating from within the strain relief of the assembled two-piece connector. The connector was disassembled, and a microscopic observation revealed a split in the catheter at the distal tip of the metal cannula of the proximal connector piece. The split was observed to be somewhat ¿v¿-shaped with the catheter material at the corner of this ¿v¿ wedged slightly within the metal cannula of the proximal connector piece. Some evidence of bunching of the catheter was observed on the portion of the catheter which was assembled onto the metal cannula. The catheter was dissected, and the internal side of the split was observed to be curved in a ¿c¿-shape which was found to be the approximate size of the diameter of the metal cannula of the proximal connector piece. The fracture surfaces were observed to be rough and granular in texture. The position and physical features of the split in the returned catheter suggest it was damaged during assembly of the catheter onto the metal cannula of the proximal connector piece. As a note, the product IFU states: ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ h3 other text : evaluation findings are in section h.11.